Event description:
It was reported that a large volume folfusor under infused. This was observed during a patient infusion at the patient's home. This was further described as, the patient made poc (point of care) nurse ¿aware that continuous infusion inner balloon had not deflated enough, on inspection poc nurse could see that device was still quite full and amount given was not in keeping with amount prescribed¿. The patient also informed poc nurse that upon waking at 6am, the patient could see an obvious kink in the line. The line was loosely taped to the right arm and it was reported that "the patient slept on it¿. The device was filled with flucloxacillin, 12g and citrate buffer in 230ml sodium chloride 0.9% and attached to the patient via a peripherally inserted central catheter (PICC line). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Weight: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from august 12, 2021 - august 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.